Manufacturer narrative:
Visual examination of the returned devices finds evidence to support disassociation of the liner and cup while implanted. In this case one of the ard's of the polyethylene liner has fractured, two other ard's show signs of damage. There are machining lines yet visible within the inner radius of the liner which would not be as obviously present had the femoral head been more centrally loaded. The edge loading of the liner has placed pressures on the material near the rim that were not intended and the possibly contributed to the subsequent disassociation of the liner from the cup. The edge loading condition is confirmed through review of provided patient x-rays. The patient is a reported (B)(6) year old male with a calculated bmi of 29.4. Activity level was not provided. A search of the complaints databases finds no other reports against the product/lot code combination of the insert since its release to distribution. Additionally, research using the as400 system indicates that several pieces from the reported lot have been delivered, and, as no additional reports have been received, can be reasonably assumed implanted without issue. The investigation can draw no conclusions with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.

Event description:
Luxation of the polyethylene inlay revision surgery was necessary.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed.